Manufacturer narrative:
Exact date unknown, event occurred after his previous implant. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 21697337.

Event description:
It was reported the patients leads had migrated. The patient underwent a revision procedure wherein the leads where pulled down. The patient was doing well postoperatively.